Event description:
It was reported that the fiber started forward firing during the photo selective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.